Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This patient's lead was found to be fractured after presenting to the hospital with shortness of breath and weakness. Sustained symptomatic vt below rate detection was found and terminated with ICD shock. Patient was then admitted to hospital. This lead was capped and replaced on (B)(6) 2013.